Manufacturer narrative:
The recharger (sn: (B)(4)) and desktop charger (sn: (B)(4)) were returned. Product ID: 37651, serial# (B)(4), product type: recharger; product ID: 37761, serial# (B)(4), product type: charger. Analysis of the recharger (sn: (B)(4)) found that the connector between the power cable (sn: (B)(4)) and the recharger was broken. The cable was also frayed and the antenna was defective. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event occurred in (B)(6).

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's recharger was broken. The patient's ins overdischarged and they have a return of symptoms. Reported patient factors that led to the event was patient compliance. The cable was damaged and the connection between the cable and the recharger was broken. As a result is was hard to charge. The patient was provided with a backup recharger and the issue was resolved. There was no surgical intervention planned or taken. No further complications were reported or anticipated.